Manufacturer narrative:
Evaluation - results: rocker bed. (B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that there was an air leak/ blood leak in the coulter lh 750 hematology analyzer. Customer reported that the primary mode was not working. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the blood leak was coming from the needle bellows because the rocker bed was not leveled. The fse repaired the air leak at the rocker bed.